Manufacturer narrative:
Initial reporter state: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: I primed a hydration bag with our normal long line tubing. After I started infusing, I noticed a small drop of fluid drip from the roller clamp. Upon further inspection, the long line tubing had a small hole that was spraying a stream of ivf. Infusion was paused and new tubing was made without issue. Less than 5 ml on floor below pump.

Manufacturer narrative:
H6: investigation summary a complaint of tubing have a small hole causing leakage was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. A tear in the tubing was found on the tubing above the roller clamp. Leakage was also observed through that tear when a syringe was attached to the set. The customer complaint was confirmed. A device history record review for model 2426-0007 lot number 22059009 was performed. The search showed that a total of (B)(4) units in 2 lot numbers were built on 02may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The possible root cause for this issue are an extrusion defect on the pvc tube.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: I primed a hydration bag with our normal long line tubing. After I started infusing, I noticed a small drop of fluid drip from the roller clamp. Upon further inspection, the long line tubing had a small hole that was spraying a stream of ivf. Infusion was paused and new tubing was made without issue. Less than 5 ml on floor below pump.